Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown screw was not returned. Since the product has not been returned, visual/functional inspection could not be performed. The customer provided an x-ray image which confirmed the fractured screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Device history review (DHR) and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown screw as not enough information was provided for the device. Complainant reported that he is the surgeon doctor, and he's trying to remove a broken screw from implant: center pulse 3.25x13 cylinder ha coated. The reported device was not returned; however, the reported complaint was confirmed as provided x-rays provided evidence to verify the fracture. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the unknown lz screw fractured inside the implant and the surgeon is seeking a tool removal tool to remove the broken pieces.